Event description:
High rv threshold measurement. Dual chamber pacemaker implanted (B)(6) 2022 noted: myopore bip epicardial rv." Lead manufactured by greatbatch med . Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).